Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump was monitored and no charge/battery lasts less than expected or low battery alert noted. Successfully downloaded history files and traces using thus. In further full review of the pump history/traces on the event date of (B)(6)2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6)2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered = 61.65 dailytotalofbasalinsulindelivered = 35.55 percentageofdailytotaldeliveredasbasalinsulin = 58 dailytotalofbolusinsulindelivered = 26.1 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6)2024 19:56:25.000 to (B)(6)2024 19:59:28.000 failed battery alert/battery failed alarm was found on: (B)(6)2024 19:56:25.000 to (B)(6)2024 19:58:03.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 at 3:35:00 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected charge/battery lasts less than expected or low battery alert noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date(B)(6)2024 in the formatted history file. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer. The following were also noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer) and reservoir unable to lock into place were confirmed. Unable to verify customer alleged for high bgs. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer. Customer alleged for charge/battery lasts less than expected or low battery alert was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery lasts less than expected and crack on the retainer ring and battery compartment. Troubleshooting was performed and found reservoir unable to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.